Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon adhesion. While anastomosing the large colon, the stapler partially fired. The staple line was incomplete. The staple line formed properly at the beginning but formed incompletely in the middle of the firing cycle. To correct the issue, the tissue was oversewn. No patient injury or extension in surgical time. Patient status is alive, no injury.